Event description:
It was reported to philips that the system would not startup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure got aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and displayed a message during the startup. A review of the system logfiles found that the suite pc software was crashed. Upon troubleshooting actions, fse reinstalled the software from tsm in the operation room and restored the backup. Ater reinstalling the software, the system was returned to use in good working order.